Event description:
A customer reported an issue with high blood glucose levels, reaching 571 mg/dl, which was measured using both cgm and bg meter. To address the high glucose level, the customer administered a correction bolus via the pump. Technical support conducted a thorough check of the system and found no issues with the infusion set, needle, cannula, tubing connections, or air bubbles. The customer confirmed proper insulin storage and accurate personal settings, but cts suggested consulting a healthcare professional to explore other factors affecting glucose levels. Supplies were recommended to be replaced as necessary, and insulin use was to be resumed.